Manufacturer narrative:
Follow-up # 1, 06/02/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. It was also found that the keypad symbols were worn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The mother of the patient reported that the up arrow is slow to respond. She reported that the keypad is intact and the pump is not exposed to water.